Event description:
Healthcare professional additionally reported "any creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken crack, wear abrasion, delamination. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify broken crack, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device remains implanted.